Event description:
It was reported that a pt's generator was interrogated and found to be at un-intended settings. When interrogated, it was observed that the pt's generator had been programmed off. Attempts for additional programming history, to determine the cause of the un-intended settings have been unsuccessful to date.